Event description:
Following cardiac surgery, the pt was transported to the ICU. Post-operative chest x-ray revealed foreign body in chest. Simulaneously in the or, examination of sternal retractor revealed that a screw, designed to hold one of the "legs", was missing. Pt was returned to the or for surgical removal of the screw.